Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the metal rail fell off. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 20-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the rail cage of half height drawer 4.1 in the auxiliary unit had completely detached from the drawer slide. A field service engineer (fse) removed all cubie pockets from the affected drawer, removed the defective drawer assembly, and replaced it with a new half height drawer. A firmware update was performed, and all cubie pockets were reinstalled. The drawer was configured in es and tested the drawer in the test software to resolve the issue. The system functioned as intended after the field service engineer repaired the device.